Event description:
It was reported that following pump implant on (B)(6) 2014, the patient returned to the clinic on (B)(6) 2014 to have the staples removed and for a pump refill. During the refill, there was a lot of blood/fluid that had accumulated in a pocket around the pump. The patient was unable to clarify if it was a hematoma or seroma. The patient stated it was ¿definitely a brownish red blood¿. The patient stated that her stomach was extended a lot. The healthcare provider (hcp) aspirated the fluid. The patient stated that when she left the appointment she felt halfway decent, did not feel bad at all, and so she stopped at the store. The patient then noticed blood running down her leg so the fluid continued to come out. The patient stated that she bled until late that night. The next day there was not more fluid to come out. The patient also reported that the area the hcp put the pump in seemed to move towards the naval. The patient stated that she felt ¿hardness¿ up under her naval. The pump was put in on the patient¿s right side and the patient sleeps on the left side. The patient began to feel tingling in her toes which she stated she had before but it had never lasted continuously; it started and has not stopped. The patient stated that the pump area became very sore the day prior to the report and it was more sore than after the pump was implanted. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.